Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing.

Event description:
It was reported that the ventilator failed patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the o2 gas module was defective and in need of replacement. Replacement of the o2 gas module solved the issue. The reported issue was confirmed in the provided log file. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #, were required.d1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit, d4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.